Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump had been losing power during use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/31/2013 with the following findings: a review of the pump black box did not show evidence of any power events. Visual inspection of the pump found that the battery compartment was cracked. The measurements of the returned battery cap were within specifications and it was able to tighten properly onto the pump. The pump powered up to a fully functional verifying screen with the proper audible and vibratory alerts. Pump was exercised for 24 hours without incidents. Pump casing was opened to investigate and found no evidence of moisture or damages to the internal components. Investigation was unable to reproduce the intermittent power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.